Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusions when none present' which was reproduced during occlusion testing. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusions when none were present. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.